Event description:
This report is based on information provided by a philips field service engineer, bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the camera is only displaying a green during testing. The device was outside of clinical use; therefore no patient or user harm. .